Event description:
Additional information was received that the device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
Boston scientific received information that the patient implanted with this device system was presented to the emergency room (ER) for an infection, which was not caused by the device system. When the patient was connected to the EKG machine, the heart rate (hr) decreased to 34bpm. The pacer dependent patient reported lightheadedness and pre-syncopal. It was unknown if the pacing inhibition resulted in asystole greater than two seconds. Upon device check, all measurements appeared stable and within acceptable limits, with no episodes stored. Electromagnetic interference (emi) from the EKG machine was suspected. No device reprogramming was performed.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted a hole in the rv tip seal plug. Additionally, it was noted that the leads were fully seated in the lead barrels. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.